Event description:
This follow up report is being submitted due to the completion of the investigation. Sugawara ¿ ¿frequency, severity, and risk factors for acute pancreatitis after percutaneous transhepatic biliary stent placement across the papilla of vater¿. All the biliary stents used were metallic stents, which were placed percutaneously via the ptbd route by experienced interventional radiologists. Locations of stents were determined based on demonstration of strictures on fluoroscopic images. Stents were placed to cover strictures completely. Of the 95 stents used, 64 (67.4%) were bare stents and 31 (32.6%) were covered stents. The zilver stent (cook medical, bloomington, in) was most frequently used (47 stents, 49.5%). Grade 3 acute pancreatitis occurred in 23 (24.2%) patients, while grade 2 acute pancreatitis occurred in 15 (15.8%) patients after biliary stent placement. Pancreatitis was managed with medication in all patients; no patient underwent biliary stent removal.

Manufacturer narrative:
PMA/510(k) #: k182980. Device evaluation: the zib device of unknown lot number involved in this complaint was implanted in the patient, and was not available for evaluation. Document review: prior to distribution zib devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for the zib device could not be performed as the lot number is unknown. It should be noted that the instructions for use (ifu0040-6) states the following: ¿the stent has not been designed to inhibit tumor ingrowth. Tissue may grow through stents.¿ there is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing conditions. From the information provided it is known that the patients had a history of malignancy. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, grade 3 acute pancreatitis occurred in 23 (24.2%) patients, while grade 2 acute pancreatitis occurred in 15 (15.8%) patients after biliary stent placement. Pancreatitis was managed with medication in all patients; no patient underwent biliary stent removal. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Sugawara ¿ ¿frequency, severity, and risk factors for acute pancreatitis after percutaneous transhepatic biliary stent placement across the papilla of vater¿. All the biliary stents used were metallic stents, which were placed percutaneously via the ptbd route by experienced interventional radiologists. Locations of stents were determined based on demonstration of strictures on fluoroscopic images. Stents were placed to cover strictures completely. Of the 95 stents used, 64 (67.4%) were bare stents and 31 (32.6%) were covered stents. The zilver stent (cook medical, bloomington, in) was most frequently used (47 stents, 49.5%).